Event description:
User called into emergency support program line to request and report issue during use cs300 intra aortic balloon pump (iabp) had experienced leak in iab circuit issue. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitations in e1 event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Corrected field is e1 event site telephone. Updated fields are b4, e1 event site name, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. A clinician reported that a cs300 iabp displayed a leak in iab alarm for the first time while used with an arrow non getinge catheter. Tubing and connections were verified intact, and an iab fill was performed with therapy resumed. The patient was on ventilation with peep 9 cmh2o. Suboptimal augmentation 83 by 56 67, aug 75 was noted despite 100 percent augmentation setting and hr 102 bpm. Catheter position and sizing were appropriate, with changes occurring post-surgery. Hemodynamics and elevated intrathoracic pressure were discussed as possible contributors. Consultation with the catheter manufacturer was recommended.

Event description:
Na.